Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, a loss of capture was noted on the right ventricular (rv) lead. An x-ray was performed and revealed a dislodgement of the rv lead. The rv lead was repositioned to resolve the event. The patient was stable.